Event description:
At pump replacement for end of life, the catheter had a morphine 36mg/ml concentration. The new pump was filled and primed on the back table with a 25mg/ml concentration of morphine because the hospital did not have 36 mg/ml available. The hcp attempted to drain/aspirate the catheter and was unable to. The problem was unknown. The hcp did not troubleshoot, replace, or revise the catheter. They planned to program the pump to clear the catheter of the old concentration appropriately and then deliver the new concentration of morphine at 7 mg/day. The patient had no symptoms prior to the pump replacement surgery.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 863720, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type pump. (B)(4).